Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced alert 41 with an insulin shaft rewind error on the ilet, after which the alarm persisted despite a restart and the device was replaced; during the event the user reported hyperglycemia with glucose levels over 300 mg/dl for approximately four hours, performed ketone testing with trace results, followed a ketone action plan, and did not require medical intervention, while the device problem involved failure to infuse and the implicated component was firmware. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.